Manufacturer narrative:
Submit date: 4/12/2018. A device history record (DHR) review could not be performed because a lot number was not provided. A search of our complaint database for complaints related to a lot number could not be performed without a lot number to reference. A review of maintenance records (both corrective and preventive) and calibration records could not be performed without a lot number. A search of related process or material changes related to the reported condition for this product could not be performed without a product item to reference. Process monitoring data could not be reviewed without a lot number to reference. There was one sample returned with this complaint. The sample was visually inspected looking for malformed/damaged barrel tip. The sample has a short shot tip. Missing part of the skirt and missing luer. The report condition is confirmed. The exact root cause of the defect could not be determined based on the available information. Even a sample was received it was not possible to determine neither the lot number nor the product number. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for visual defects. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tip of the syringe is deformed. The sample was received with the luer tip broken.